Event description:
It was reported that during a craniotomy procedure, the values of the system became inaccurate during the procedure. The reporter advised that no adverse consequences or delays were associated with the event.

Manufacturer narrative:
The log files and folders were not provided for evaluation; therefore, no root cause could be determined.

Event description:
It was reported that during a craniotomy procedure the values of the system became inaccurate during the procedure. The reporter advised that no adverse consequences or delays were associated with the event.